Event description:
A hemodialysis inpatient user facility has reported that during treatment an internal blood leak occurred. The leak was visually observed between the fibers of the dialyzer. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 350cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been requested.

Manufacturer narrative:
The reported complaint is a confirmed fiber leak due to a short fiber found at the non-cavity ID end. The short fiber was observed at approximately eighty degrees on the non-cavity ID end with the dialysate port situated at zero degrees. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the non-cavity ID end potting cut surface. The dialyzer failed at an airflow rate of 70.4ml/min. The dialyzer was then subjected to a destructive disassembly of the dialyzer to better visually examine the dialyzer. The inferior surface of potting on the cavity ID end was examined for a void. The inferior potting surface showed no signs of a void. An investigation of the manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing manufacturer process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.